Event description:
It was reported by the patient that when the start button on the previously working remote monitor was pressed it failed to power up. The patient tried disconnecting and reconnecting the power cord and the start/stop button was then working. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.